Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer's wife reported on behalf of her husband, who obtained unspecified low reading on the sensor. No symptoms were reported; however, he was taken to the doctor and a reading of 447 mg/dl was obtained. Customer received unspecified treatment in the emergency room. No further information was provided. There was no report of death or permanent impairment associated with this event.